Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received from hcp that recharger no longer working adequately. They sent a new recharger and this fixed the implant battery wouldn't hold 100% charge and that they have already charged 3 times issues. This resolved implant charging issues.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported that the green light on their charging dock did not stay lit. Patient stated that that even just moving the charging dock turns the green light on and off and confirmed that they've tried using other outlets as well. Patient also added that the charging cable on their charging dock was loose, then confirmed that they haven't tried other charging cords yet and that the wireless recharger didn't fully charge. Patient also mentioned that the wireless recharger was making a "yucky" noise, then clarified that it was making the low battery tone once they reach 75% charged on their implant. Patient added that their implant battery wouldn't hold 100% charge and that they've already charged 3 times today. Agent reviewed general device use, recharger interval information, and dock informa tion, then patient confirmed that the issue may have rooted with the wireless recharger not fully charging due to the charging dock not staying on. Agent sent a request to repair for a replacement of the dock charging cable/adaptor. When asked for an event date, patient was very confusing because they mentioned that they noticed the issue a couple days ago but also mentioned that they have been experiencing the same issue for a long time.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# unknown, implanted: (B)(6) 2022, product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.